Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the manufacturer's field service engineer (fse) reviewed the reset code with the customer. The pm hours were reset successfully.

Event description:
It was reported that the customer had trouble resetting the power management (pm) hours. There was no patient involvement.